Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor followed procedure to implant the capsule but when removing the delivery device, the capsule also came out with it. The capsule had not attached and was retrieved from the mouth. A repeat procedure was done on the same procedure. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate the placement of the capsule.